Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Motor, not able to duplicate issue. Tested with tachometer. 174 rpm during bench test. Unable to test under load. Complaint of "chair will pull to the right" was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Motor, not able to duplicate issue. Tested with tachometer. 174 rpm during bench test. Unable to test under load. The provider states at top speed, the chair will pull to the right.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states at top speed, the chair will pull to the right.